Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700s mg/dl to "high". Cause of bg level was not known. Spouse drove customer to the emergency room and customer was subsequently admitted to the hospital with high ketones. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Date of discharge was not provided.